Event description:
Since wednesday, patients meter displayed the clean test area message. Patient did not experience any symptoms at the time of testing. The patient still took patient's oral medication of glyburide and actose when the meter was not working. Patient had a schedule physician's appointment and a blood glucose test was taken on the physician's meter and the patient received a 163 mg/dl and no treatment was given to the patient. Customer service found out that the patient had been cleaning the meter incorrectly. Cleaning the meter incorrectly can affect the meter readings. Customer service had the patient clean the meter properly and meter still displayed the clean test area message. Based on the information provided, there is no evidence of a serious injury.